Event description:
On (B)(6) 2023 leica biosystems received a complaint that the customer experienced suboptimal tissue processing on their asp6025, tissue processor. As a result, 6 tissue samples have not been diagnosed.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Manufacturer narrative:
The investigation revealed the following: the instrument logs were analyzed by the lbs lead industry engineer, and no instrument error was detected during the processing steps related to the damaged tissue. The program was completed successfully, and the customer continues the instrument to normal use. The incident was user unrelated and caused by the usage of the consumed reagents. The customer used reagents that were used prior to this run and mistakenly declared them in the computer system as fresh reagents. This caused the faulty processing and the resulting tissue damage.